Event description:
It was reported that on (B)(6) 2025, a 26 mm amplatzer occluder was selected for implant using an abbott delivery system. During the closure procedure, the initially deployed occluder became deformed. The device was retrieved, and the procedure was completed using a new 28 mm amplatzer septal occluder. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One photo was received from the field showing a deformation on the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 26 mm amplatzer occluder was selected for implant using an abbott delivery system. During the closure procedure, the initially deployed occluder became deformed. The device was retrieved, and the procedure was completed using a new 28 mm amplatzer septal occluder. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.